Event description:
Procedure:gastrectomy. According to the reporter: while forming the esophagojejunostomy, the device fired properly but after removing the device the surgeon found the donuts were incomplete and the anastomosis leaked. The surgeon had to complete the case by hand sewing the anastomosis. Operative time was delayed three hours. There was no abnormal bleeding during the case.

Manufacturer narrative:
(B)(4).